Manufacturer narrative:
The nurse reported that the telemetry system (wep) had the smell of smoke, however there was no sign of smoke and the device was not hot. The nurse stated that she would contact nihon kohden in the case that they later choose to have the device evaluated. No patient harm was reported.

Event description:
The nurse reported that the telemetry system had the smell of smoke, however there was no sign of smoke and the device was not hot.

Event description:
The nurse reported that the telemetry system had the smell of smoke, however there was no sign of smoke and the device was not hot.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, sarah doolittle at heywood hospital reported the wep-4208a sn: 214 had a weird smell, similar to marijuana. There was no sign of smoke and the device was not hot. Sarah was to consult with her floor manager on whether to send the device into nka for repair. In response to follow up requests, the nurse manager annette calder reported they no longer had the system. Investigation result the wep-4208 telemetry system is designed to be used to simultaneously monitor up to 8 patients in various locations using radio telemetry. Unit sn: 214 was reported to have a smell similar to marijuana. There was no sign of smoke and the device was not hot. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The device warranty began 10/17/17, and the issue occurred after approximately 5 months at the customer facility. Review of the device c4c history found no other issues reported for this unit. A total of 20 tickets have been created against the wep-4208a. Review of the tickets found no additional complaint relating to the current issue. The device was not returned and no nka evaluation was performed. The customer has since removed the device from service and no further evaluation of the unit is possible. For this reason, the customer complaint could not be confirmed, and the root cause undetermined. No adverse trend is found as this appears to be an isolated incident there was no functional issue reported for the unit. Investigation conclusion the device was not returned and no nka evaluation was performed. The customer has since removed the device from service and no further evaluation of the unit is possible. For this reason, the customer complaint could not be confirmed, and the root cause undetermined. No adverse trend is found as this appears to be an isolated incident there was no functional issue reported for the unit. Additional information: date of this report unique device identifier (UDI) # date user facility/importer became aware of the event type of report date report sent to FDA date report sent to manufacturer date received by manufacturer type of report if follow-up, what type? Additional information event problem and evaluation codes the following fields are not applicable (n/a) to this report: